Event description:
It has been reported to philips the device returned from remediation and there is loose hardware internally, no patient involvement.

Manufacturer narrative:
Updated conclusion code grid and evaluation results code grid originally provided on MFR report number 3003832357-2024-00525.